Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon third inflation at 24 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 - age at time of event: under 18 years old. D2b - pro code (product code): fge, lit. E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.